Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, an operating room (or) staff reported that the erbe integrated electrosurgical unit (iesu) displayed errors c-00, c-84, and m-31 and stopped working. Multiple power cycles resulted in various startup errors. No backup generator was available. As the procedure was near completion, the surgeon was able to complete it without known impact or patient consequence.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and c-34 errors logged on 3/5 and 3/6/2026. 1-8a logged on 1/27, m-11 logged on 1/30/2026 also of concern. Fa inspection was able to confirm and replicate the reported event; unit tested on system, presents c-34/c-0 error on startup (3/31/2026 10:17 am us-ga). M-31, c-00, c-84 errors in erbe logs. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.